Manufacturer narrative:
Additional information as of 23-jan-2020: h3: complaint was forwarded to packaging based on complaint's description for investigations. Empty vial (lot mw3521s) returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. H6: updated FDA's method, result, and conclusion codes. H10: most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report (B)(4). Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item(s). Daughter is calling on behalf of the customer. Customer stated that she received a 100 pack of test strips, that both vials were sealed but that one vial was empty. Customer stated that there was no physical damage to the product.